Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. Due to its age and the cost of repair, the user facility reportedly scrapped the ventilator. No ventilator logs were provided. The root cause of the event has not been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).